Event description:
Event description cpi received information that this patient, with history of high dft's (defibrillation thresholds), could not be converted with a small patch lead, an endotak lead and an implantable cardioverter defibrillator (ICD). The physician elected to perform an invasive procedure and found the small patch lead was fractured, some of the wire mesh particles were embedded in the myocardium. The lead was removed from service and replaced with a new patch lead.